Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side pain, rupture. Implant removal from textured to smooth, due to the concerns of the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 (explant date not noted).

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety: product/procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Rupture: no observed openings on the device. As per the investigation procedure, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.6b, d9, h3, h6.

Event description:
Healthcare professional reported left side pain, rupture, implant removal from textured to smooth due to the concerns of the product. Device has been explanted.